Event description:
Per the audiologist, the patient's electrode array had not been placed correctly into the cochlea during the initial surgery. An x-ray done (date not reported) determined that the electrode array had migrated out of the cochlea. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling